Event description:
A technician reported that when the package was opened, the intraocular lens was "smashed" and the haptic loose. The surgery was completed with another iol, there was no harm to the patient, there were no medical or surgical intervention performed, and the patient's current condition was reported as "normal". No further information is expected.

Manufacturer narrative:
The product was returned for analysis and the complaint of damaged haptic was observed. One haptic was broken-gusset area (returned inside lens case). Other haptic was broken/torn at the distal tip. Optic center was torn/split/cracked on a post of the lens case. Optic edge was torn/split against a post of the lens case. Edge of optic was broken/torn in three areas with additional small split/cracked areas observed. Edge is also nicked/chipped. All products are 100% inspected prior to product release and this damage exceeds acceptance criteria. An investigation was conducted and 'internal packaging-related' root cause was identified and addressed. No further information is expected. (B)(4).